Event description:
It was reported that during a subcutaneous implantable cardioverter defibrillator (s-ICD) implant procedure they had difficulty converting ventricular fibrillation (vf). After the induction, there was a long detection time in which the patient had to be externally rescued. The external defibrillation was unsuccessful; therefore, a rescue shock was provided. It was unclear if the shock was delivered via the rescue shock. After the shock was delivered, since they did not have any information regarding impedances, they delivered a 10 joule shock, and impedances measured 57 ohms. Technical services (ts) was contacted to review the data and found the subcutaneous electrocardiogram (s-ECG) noted a charge appeared, but an external shock appeared to be delivered at the same time. Ts noted that it could have been the shock from the device that was never delivered as it appears a couple of the external shocks did not change the morphology back to normal sinus rhythm. Ts recommended to send in a full folder for analysis. Upon further review, there was no evidence that the device delivered a rescue shock. Ts recommended to induce with 65 joule shock to determine the effectiveness. Additionally, it was noted there was some undersensing due to high-low amplitudes. The chest x-ray confirmed appropriate s-ICD placement, but the electrode placement could be more optimized as the patient's heart extends to the right parasternal area. At this time, the electrode remains in service. No adverse patient effects were reported.